Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crease fold, wear abrasion, green and black particles, opening. Leak test was performed and found opening on anterior side. A microscopic analysis was performed which identified a striated edge opening, consistent with use of a surgical tool. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated edge opening on anterior side assessed as surgical damage. Additional, changed, and/or corrected data: h.3., h.6.

Event description:
Health professional reported left side capsular contracture, baker grade unknown. Device has been explanted.

Manufacturer narrative:
Additional data: b.5, d.7, d.10, h.3, h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Health professional reported left side capsular contracture, baker grade unknown. Device remains implanted.